Event description:
It was reported to philips that the alarm led was not working. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.

Manufacturer narrative:
The customer was provided with a quote for the replacement parts to repair this device. But, the customer did not approve. No repairs were performed.